Event description:
After further review of the manufacturer's complaint record database it was determined this issue was originally reported under MFR. Report# 1627487-2017-03790.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced a hit at the supraorbital lead site. Following it the patient experienced ineffective and unintended stimulation due to lead migration. Reprogramming resolved the issue at the time. However additional follow up identified the patient underwent surgical intervention on (B)(6) 2017 wherein the migrated lead was repositioned and an additional lead was implanted for broader coverage which resolved the issue.